Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA pf product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter has two issues, apply sample and other message. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her blood glucose with self-adjustment insulin. The apply sample message began approx two months prior to contacting lfs and the other message (something comes up on the bottom left of the screen) began in 2009. It is not known if the pt was able to obtain her routine blood glucose readings after the issue began. In the next day, the pt reportedly had symptoms of "shaky and sweaty." In the following day at 3:15pm, the pt received food/drink treatment at urgent care/clinic by a healthcare provider. The pt did not test on another device. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the "other message" was resolved with training. This complaint is being reported because the pt alleged that had symptoms that can be associated with hypoglycemia after the product issues began. Replacement products were sent to the pt.